Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 1:30pm. The patient claimed she was not on any diabetes medications at the time the alleged issue began. The patient claimed she felt tired, dizzy, sleepy, and developed dry mouth 1-2 hours after the alleged issue began. In response to her symptoms and the alleged issue, the patient claimed she drank more water. The patient also indicated her blood sugar went high and obtained a result of "214 mg/dl"; however, it was not specified whether the result was obtained from the subject meter or another blood glucose device at the time the alleged issue began. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, the power button turned on, the correct test strips were used, and the subject meter powered on with strip insertion. The patient, however, was unable/unwilling to specify whether the subject meter was misused. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned to lifescan on (B)(4) 2012. The meter involved with this complaint has been evaluated by lifescan product analysis on (B)(4) 2012 with the following findings. The meter passed all testing with no faults found. The test strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted. The 510(k) # is k062195.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.